Manufacturer narrative:
Continued follow-up with both the customer and the customer's supplier found co was unable to identify either the product or the lot number in use during this event. Co is therefore, unable to speculate on the manner or cause of the reported problem. Co will reopen this file should add'l info become available.

Event description:
Pt underwent coronary artery bypass graft procedure on 8/21/97. It is believed a 7-0 or 8-0 surgilene suture was used for suturing a graft to the marginal artery; however, this has not been positively identified (the customer was not sure who was the MFR of the suture employed). Within 24 hours, the pt was returned to the operating room due to bleeding. The wound was reopened and explored. There was massive bleeding and the suture was noted to be broken in the middle of the anastomosis. Subsequently, the pt expired before any further medical intervention was performed.